Manufacturer narrative:
Date sent to FDA: 04/23/2020. Corrected information: d1, d2, d2b, d6, g1, g5.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient experienced prolapse and rectocele, with symptoms of urinary incontinence, nocturia, hesitancy, incomplete bladder emptying and dyspareunia. It was reported that she underwent a posterior pelvic floor repair procedure on (B)(6) 2010 to repair her anterior wall prolapse and rectocele and mesh was implanted. It was reported that the patient previously underwent a vaginal hysterectomy and pelvic floor repair on (B)(6) 2007 and mesh and another mesh were implanted. It was reported that the patient underwent pelvic floor repair on (B)(6) 2011 and on (B)(6) 2016. It was reported that she experienced spraying during urination, frequency, nocturia, urgency, urge incontinence, back, groin and pelvic pain, constipation, overactive bladder, sui, incomplete bladder emptying, dyspareunia and mesh retraction. It was reported that she underwent two surgical procedures to excise mesh, and surgery to divide vaginal adhesions in 2018. It was reported that she experienced a steroid injection and left pudendal nerve block. Other procedure is captured in separate file. No additional information was provided.